Event description:
It was reported that the device exhibited an audible alarm post failure. There was patient involvement and no harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection and functional testing. The device passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.